Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, incontinence. Plan - recommended culture and pelvic floor exercise. Approximately 2.5 by 1 cm mesh was excised under direct vision, noted to be folded and excised the portion underlying this as well. A vaginal discharge and vulvar atrophy was observed. Plan - recommended for estrogen vaginal cream. Abnormal exposed mesh in 2 areas of the anterior vaginal wall, in the midline, excised under direct vision to the vaginal margin. A vaginal discharge was observed, grade 1 cystocele and vulvar atrophy was observed. Plan - possible more aggressive excision under anesthesia if her symptoms persist. Recommended estrogen cream. Telephone note regarding discussion about the nature of material and problem with mesh erosion and the probable need for repeat excision. Dr. (B)(6) removed the front of the mesh. (Per pfs patient had underwent in-office mesh removal on (B)(6) 2010, but original report for the same was not available for review). Underwent mesh revision surgery on (B)(6) 2010. Removed the posterior vaginal wall mesh for stress urinary incontinence, dyspareunia, pain, removal and revision of remaining mesh. Per pfs, patient had undergone a mesh revision surgery on (B)(6) 2010; however we do not have the operative report to substantiate the same.

Event description:
Procedure type: urological/gynecological. Reportedly, the patient underwent a procedure for treatment of stress urinary incontinence. Allegedly, the patient experienced pain, injury, and has undergone corrective surgery.

Manufacturer narrative:
(B)(4). Note: this report corresponds with bard's report #(B)(4) for a "pelvitex."